Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information, this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025. The site of detachment was connector. The infusion set was in use for 2 days. The site location was abdomen. No further information available.